Manufacturer narrative:
(B)(6). The lot was manufactured from november 9, 2016 ¿ november 10, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an overinfusion was observed in a large volume infusor. This occurred during patient infusion and the device was filled with 1800mg of clindamycin and sodium chloride 0.9%. There was no patient injury or medical intervention associated with this event. No additional information was available.